Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a normal follow-up performed a few weeks after this right atrial (ra) lead was first implanted, it was noticed the ra lead exhibited loss of capture (loc) and ra activity was visible on the right ventricular channel. A chest x-ray revealed the ra lead dislodged and fell into the right ventricle. A revision procedure was performed wherein the physician attempted to reposition the ra lead but the helix could not be retracted. As result, the ra lead was explanted and replaced. The patient received intravenous antibiotics and the surgical pocket was closed.